Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was hospitalized for a non-device related reason, she was experiencing bradycardia, became short of breath and was fatigued. Upon interrogation of implantable cardioverter defibrillator (ICD) it was found that there was loss of capture (loc) and high out of range pacing impedance measurements for the ICD and another manufacture's right ventricular (rv) lead. The patient had an underlying rate in the 40 beat per minute range. It was further noted that the device had been programmed to pace and sense in the ventricle at a rate of 30 beats per minute when the patient was hospitalized three months earlier. At that time tachycardia therapy was also programmed off due to an unspecified concern with the rv lead. The high out of range pacing impedance and oversensing of noise were documented from the previous hospitalization. During the current hospitalization the ICD was permanently program to pace and sense only in the atrium at a rate of 60 beats per minute. When the field representative attempted to reprogram the ICD, the button on the programmer was grayed out and the change was initially unable to be made. After restarting the telemetry session, the programming change was successfully made. The ICD and another manufacture's rv lead remain in service and no adverse patient effects were reported.